Event description:
On (B)(6) 2025 (2) jr 4 catheters opened up were kinked. Catheters never made to the patient, noticed before being inserted into body. Products jr 4 catheter information is the same for both catheters. Ref# dxt5jr40, lot# 60610155. Ref report: mw5166835.